Manufacturer narrative:
Device evaluated by manufacturer: synergy ous, mr, 3.0x38mm stent delivery system was returned for analysis. A visual examination of the crimped stent found distal struts lifted. The proximal stent od (outer diameter) measured which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During the procedure, the opticross¿ imaging catheter was advanced for intravascular ultrasound (ivus). However, the normal image was not captured because the motordrive unit has connection failure issue. Another opticross¿ imaging catheter was used. Following ivus, a 3.00mmx38mm synergy¿ drug-eluting stent was advanced however, severe resistance was encountered. During removal, it was noted that the stent was deformed. The procedure was completed with another 3.00mmx38mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During the procedure, the opticross¿ imaging catheter was advanced for intravascular ultrasound (ivus). However, the normal image was not captured because the motor drive unit has connection failure issue. Another opticross¿ imaging catheter was used. Following ivus, a 3.00mmx38mm synergy¿ drug-eluting stent was advanced however, severe resistance was encountered. During removal, it was noted that the stent was deformed. The procedure was completed with another 3.00mmx38mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.